Event description:
A hospital reported to us that the mr290u humidification chamber overfilled with water. The hospital noticed that the pt was in distress and then noticed that the mr290u humidification chamber and the rt200 adult breathing circuit had excessive water. Staff disconnected the pt from the ventilator and manually ventilated the pt. The pt condition improved and the pt was placed on a new ventilator. The tech disassembled the breathing circuit and noted that the mr2690u humidification chamber was full of water. The breathing circuit was disposed by the tech. Pt condition returned to its pre-existing state within 1-2 minutes of being placed on the new ventilator.

Manufacturer narrative:
A mechanical test was done on the returned device by inverting the chamber to observe chamber float movement. Results: when the chamber was inverted, the primary and secondary floats that control the water filling in the chamber did not move, remaining pressed against the aluminium base. Inspection revealed damage to the base of the chamber. Conclusion; the mr290 humidification chamber can overfill if the valve that connects to both the primary and secondary floats becomes misaligned, preventing float movement. This can happen when the chamber sustains an impact such as being dropped on the area around the float hinge bracket, as was observed on the returned device. The mr290 instructions for use indicates the correct water level, and advises the user to replace the chamber should the water exceed the limit line. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. Our monitoring and trending of this type of event for overfilling has a rate of occurrence worldwide for the last year of 0.001%.